Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the lead was suspected to have migrated. The patient underwent an implantable pulse generator and lead replacement procedure. All explanted devices will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-ipg-r upn: (B)(4). Model: sc-1132 serial: (B)(6) batch: 20587143